Event description:
It was reported that during a percutaneous coronary intervention procedure, a blade lift occurred. Vascular access was obtained via the femoral artery. The 75% stenosed lesion was located in the non-calcified and moderately tortuous proximal left anterior descending artery. This 10x3.50, flextome monorail cutting balloon was selected and advanced; however the catheter was unable to cross the lesion. The lesion was then pre-dilated with a 3.25 mm balloon. The cutting balloon was advanced a second time and would not cross the lesion, the balloon was removed from the patient without difficulty. The device was visually inspected and the distal part of the blade was lifted, it was also noted that the balloon was not wrapped. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.

Event description:
It was reported that during a percutaneous coronary intervention procedure, a blade lift occurred. Vascular access was obtained via the femoral artery. The 75% stenosed lesion was located in the non-calcified and moderately tortuous proximal left anterior descending artery. This 10x3.50, flextome monorail cutting balloon was selected and advanced; however the catheter was unable to cross the lesion. The lesion was then pre-dilated with a 3.25 mm balloon. The cutting balloon was advanced a second time and would not cross the lesion, the balloon was removed from the patient without difficulty. The device was visually inspected and the distal part of the blade was lifted, it was also noted that the balloon was not wrapped. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was returned for analysis. A visual examination identified solidified contrast media within the inflation lumen. A hypotube kink was present approximately 18cm from the catheter strain relief. This type of damage is consistent with excessive force being applied to the delivery system. A visual examination identified a tear at the guidewire port. This type of damage is consistent with excessive force being applied to the proximal end of the guidewire during attempts to cross the lesion, causing the guidewire to be pulled through the material. A microscopic examination of the balloon material observed no damage. All blades were present and fully bonded to the balloon surface. A 0.015 inch product mandrel was inserted through the lumen with no restrictions noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
(B)(4).